Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The g2 field was corrected based on information available at the time of the initial submission. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed the elevator wire channel with detergent solution. The customer stated there were no abnormalities in the accessories used for reprocessing. The endoscope was not presoaked in detergent. The forceps elevator was brushed. There were no other concerns with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign matter is a mixture of protein, rust, silicic acids, phosphoric acids, and salts. A definitive root cause for the foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 4 usage 4.3 use of treatment tools for information on treatment instruments that can be used in combination with this product, please refer to the "system diagram" in the "appendix" and the "electronic attached documents" and "instruction manual" for the treatment instruments. Also, please refer to the ``electronic attached document'' and ``instruction manual'' of the treatment device for instructions on how to use the treatment device. Warn if it is difficult to insert or remove the treatment instrument, straighten the curved part as much as possible while observing the endoscopic image. Inserting or removing the treatment instrument with excessive force may damage the forceps channel or the treatment instrument, causing parts to fall off or causing injury to the body cavity. When inserting or removing a treatment instrument, make sure that the tip of the instrument is closed or pulled into the sheath, then slowly insert and remove the instrument straight into the slit of the forceps plug. Please. The forceps plug may break and pieces may fall out. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after the procedure was completed the operator tried to remove the aspiration needle of the evis lucera ultrasound gastrovideoscope and it could not be removed from the forceps opening. The procedure was performed with the same set of equipment. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material near forceps elevator wire. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material near forceps elevator wire due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of the forceps elevator lever, up/down knob could not be locked securely; adhesive on bending section cover had a crack; connecting tube had a scratch; and acoustic lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.